Event description:
A hospital in (B)(6) reported via a fisher and paykel healthcare rep that they had a drager evita 4 ventilator set-up with a fisher and paykel healthcare rt235 breathing circuit. The hosp had connected the expiratory limb of the breathing circuit to the ventilator using an rt019 inspiratory/expiratory filter. Hosp staff "noted that the patient pressure built up to 35cmh2o and determined that the adaptor piece tube was pushing on the rt019 filter material causing a back pressure to build". No pt consequence was reported.

Manufacturer narrative:
(B)(4): the complaint rt235 breathing circuit and rt019 inspiratory/expiratory filter were not available for investigation, however, an investigation was carried out based on info provided by the hospital and photographs of the complaint devices. The rt019 is a filter which can be placed between the ventilator and the expiratory limb of the breathing circuit or between the ventilator and the inspiratory limb of the breathing circuit. The filter is provided with a clear plastic adaptor which is required by certain ventilators. In this case, the adaptor was not required. The hospital reported that "the clear plastic tubing had been left on the adaptor when connecting it between the rt019 filter to a rt235 circuit" and that the pressure returned to normal after the plastic tubing had been removed. The hospital stated that "the adaptor piece tube was pushing on the rt019 filter material", resulting in the reported build-up of pressure. Photographs of the complaint devices show that the filter had been dented indicating that the connections had to be forced together during set-up. Because the adaptor was pushing on the filter, the flow through the filter was reduced, resulting in the reported build up of pressure in the system. The hospital stated that they are aware that the adaptor and filter can be separated for set-ups which do not require the adaptor. The hosp reported to a fisher & paykel healthcare rep that "they usually remove prior to use and instruct staff to do so but in this case it was omitted".